Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing infusion supplies, with the ilet delivering frequent correction doses and nearly a full cartridge used, yet glucose remained over 400 until the infusion site was replaced, after which glucose returned to range; the user utilized an inset infusion set (6 mm, 23 in), and the lot number was not confirmed. Symptoms included agitation. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user and review of device-delivered insulin, along with recommendation and subsequent replacement of the infusion site. Investigation of this case revealed a probable infusion site or cannula issue causing poor insulin delivery despite commanded dosing, consistent with high glucose without successful correction and resolution after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site-related issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.